Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A non-conformity report had been opened in order to further investigate and address this issue for further details. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
During refixation of a broken tubercula, strengthened threads (fiber wire threads) were used and they sheared intraoperatively (knot process) as well as postoperatively. It happened through the preformed holes of the osteosynthesis plate. The question then arises to what extent the fiber wire threads actually shear and also to what extent a change of the implant's surface could be thought in order to solve this clear problem.